Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has exhibited chronically high shock impedance measurements which had exceeded 125 ohms. A revision procedure will be scheduled in the future. No adverse patient effects were reported. It was reported that this system was subsequently explanted due to noise, oversensing and the continuing out of range shocking impedance measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this system has exhibited chronically high shock impedance measurements which had exceeded 125 ohms. A revision procedure will be scheduled in the future. No adverse patient effects were reported. It was reported that this system was subsequently explanted due to noise, oversensing and the continuing out of range shocking impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the lead had been severed 125mm from the terminal end. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has exhibited chronically high shock impedance measurements which had exceeded 125 ohms. A revision procedure will be scheduled in the future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the lead had been severed 125mm from the terminal end. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this system has exhibited chronically high shock impedance measurements which had exceeded 125 ohms. A revision procedure will be scheduled in the future. No adverse patient effects were reported. It was reported that this system was subsequently explanted due to noise, oversensing and the continuing out of range shocking impedance measurements. No additional adverse patient effects were reported.